Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5534 implantable pacing lead implanted: 1998 (B)(6). (B)(4).

Event description:
It was reported that there was an automatic restore on the device. The device automatically cleared and was functioning fine. The device remains in use. No patient complications have been reported as a result of this event.